Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation done on same day". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: no spillage within the fallopian tubes consistent with essure placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: mr received-new reporter was added. New event essure insertion and ablation done on same day was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded, stretched, coiled wires') and salpingitis ('fallopian tube with chronic salpingitis') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device physical property issue "stretched, coiled wires" and medical device monitoring error "essure insertion and ablation done on same day". The patient's concurrent conditions included uterine leiomyoma, cervix inflammation, paratubal cyst, stress incontinence, female and uterine prolapse. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion intervention required) and salpingitis (seriousness criterion intervention required). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device and salpingitis outcome was unknown. The reporter considered embedded device and salpingitis to be related to essure. The reporter commented: discrepancy added: essure insertion date as per pif is (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: no spillage within the fallopian tubes consistent with essure placement. Laparoscopy - on (B)(6) 2019: pre- ad postop diagnoses: stage ii uterovaginal prolapse, stress urinary incontinence, urethrovesical junction hypermobility. Procedure: vaginal hysterectomy, bilateral salpingectomy, high bilateral uterosacral ligament vaginal vault suspension, retropubic mid urethral sling, cystourethroscopy. Pathology test - on (B)(6) 2019: gross description: serosa: pink and glistening, the lateral right and left aspects of the specimen has been shaved off, these shaved pieces contain embedded, stretched, coiled wires ranging from 3-4.7 cm in length by up to 0.2 cm in diameter. Endometrial appearance: tan, narrowed, distorted with evidence of endometrial ablation scarring. Final diagnoses: a uterus and cervix, simple hysterectomy uterus, disrupted, 139 g cervix. Transformation zone with acute and chronic inflammation and reactive epithelial changes. Endometrium-scant inactive endometrium with tubal and eosinophilic metaplasia. Myometrium-leiomyomata, intramural, multiple, largest 3.5 cm. Tubal ostia-tubal occlusion coils. B. Right fallopian tube, salpingectomy fallopian tube with chronic salpingitis, benign paratubal cyst and serosal adhesions. C. Left fallopian tube, salpingectomy hydrosalpinx. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, salpingitis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded, stretched, coiled wires') and salpingitis ('fallopian tube with chronic salpingitis') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device physical property issue "stretched, coiled wires" and medical device monitoring error "essure insertion and ablation done on same day". The patient's concurrent conditions included uterine leiomyoma, cervix inflammation, paratubal cyst, stress incontinence, female and uterine prolapse. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion intervention required) and salpingitis (seriousness criterion intervention required). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the embedded device and salpingitis outcome was unknown. The reporter considered embedded device and salpingitis to be related to essure. The reporter commented: discrepancy added: essure insertion date as per pif is (B)(6) 2014 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: no spillage within the fallopian tubes consistent with essure placement. Laparoscopy - on (B)(6) 2019: pre- ad postop diagnoses: stage ii uterovaginal prolapse, stress urinary incontinence, urethrovesical junction hypermobility. Procedure: vaginal hysterectomy, bilateral salpingectomy, high bilateral uterosacral ligament vaginal vault suspension, retropubic mid urethral sling, cystourethroscopy. Pathology test - on (B)(6) 2019: gross description: serosa: pink and glistening, the lateral right and left aspects of the specimen has been shaved off, these shaved pieces contain embedded, stretched, coiled wires ranging from 3-4.7 cm in length by up to 0.2 cm in diameter. Endometrial appearance: tan, narrowed, distorted with evidence of endometrial ablation scarring. Final diagnoses: a uterus and cervix, simple hysterectomy uterus, disrupted, 139 g cervix. Transformation zone with acute and chronic inflammation and reactive epithelial changes. Endometrium-scant inactive endometrium with tubal and eosinophilic metaplasia. Myometrium-leiomyomata, intramural, multiple, largest 3.5 cm. Tubal ostia-tubal occlusion coils. B. Right fallopian tube, salpingectomy fallopian tube with chronic salpingitis, benign paratubal cyst and serosal adhesions. C. Left fallopian tube, salpingectomy hydrosalpinx. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, salpingitis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-dec-2021: medical record received. Event medical device removal was updated to embedded stretched coiled wires. Event fallopian tube with chronic salpingitis, medical history and reporters were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.